Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Please provide the following additional information. Patient initials / ID. Initial procedure date. Please describe how was the adhesive applied on the tape. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Was the site cultured? If so, what bacteria were identified? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Do you have the product code and lot number involved? What is the physician¿s opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient pre-existing medical conditions (ie. Allergies, history of reactions). Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? Citation: journal of bone and joint surgery case connector 2017;7:e39. Http://dx.doi.org/10.2106/jbjs.cc.17.00064.

Event description:
It was reported in journal article ¿allergic dermatitis after total knee arthroplasty using the prineo wound-closure device¿ that the patient experienced contact dermatitis. The patient presented 9 days after surgery with well-defined erythematous scaly and crusted plaque on the anterior aspect of the knee, surrounding the incision. The topical skin adhesive dressing was removed, and the patient was started on oral keflex. At 4 weeks postoperatively, the patient was seen by a dermatologist and was started on topical corticosteroid cream. The allergic reaction resolved after 2 weeks. Additional information has been requested.